Manufacturer narrative:
An event regarding implantation of an expired device involving a dall miles grip was reported. The event was confirmed. Visual, dimensional and functional not performed, no devices were returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The labels on the DHR clearly show the expiry date of april 2014. There have been no other events for the reported lot. The exact cause of the event was user related. The surgeon was made aware of the expiration date of april 2014 and choose to proceed using the expired implant. Product beyond its expiry date must not be used as its safety and effectiveness cannot be predicted. No further investigation for this event is possible at this time.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that a stryker branch representative was contacted on (B)(4) 2014, by the manager of surgical services at (B)(6). It was reported that on (B)(6) 2014 a dall miles grip, item # 6704-5-016, lot code 29880401, was implanted as part of a zimmer hip replacement. Post surgery, hospital staff realized that the dall miles implant expired in april 2014. It was confirmed that this was a "hospital owned" implant and that no stryker reps were present during the zimmer surgery.

Event description:
It was reported that a stryker branch representative was contacted on (B)(4) 2014, by the manager of surgical services at (B)(6). It was reported that on (B)(6) 2014 a dall miles grip, item # 6704-5-016, lot code 29880401, was implanted as part of a zimmer hip replacement. Post surgery, hospital staff realized that the dall miles implant expired in april 2014. It was confirmed that this was a "hospital owned" implant and that no stryker reps were present during the zimmer surgery.